Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had metal particles in the albarran level and the adhesive on the charged coupled device (ccd) unit cover lens and lens were chipped. There was no patient involvement.